Event description:
It was reported that the temperature sensing foley catheters had changed from clear tubes to a tinged brown color. Nurse assumed that means they were dirty and threw the catheters away. Nurse wanted to know why the foley catheter was a different color at the end near the tip of the foley. Nurse stated that there was a concern for patient safety. Per additional information received via email on 13may2022, it was reported that the customer wanted to confirm that the color change was normal. Half the time the foley catheters were brown, and some were clear. Nurse have been told by random staff that they thought it was a coating on the catheter but just wanted to make sure. Stated that they started to see the color change after the foley catheters were trapped out at sea on those shipping containers and found mold on some of their catheters a couple months back, so staff were concerned that these foleys were contaminated still because they started to see them around the same time the product was on backorder. The patients were not impacted because did not use them on patients. And stated that the lot#nggn2747 was one of the foley catheters that were a different color. Customer wanted to make sure that the color change was normal and thrown a lot of these foleys away because of the unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿no follow up to cleaning procedure in the production areas¿. It is unknown whether the device had met relevant specifications. The product was not used on the patient. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheters had changed from clear tubes to a tinged brown color. Nurse assumed that means they were dirty and threw the catheters away. Nurse wanted to know why the foley catheter was a different color at the end near the tip of the foley. Nurse stated that there was a concern for patient safety. Per additional information received via email on 13may2022, it was reported that the customer wanted to confirm that the color change was normal. Half the time the foley catheters were brown, and some were clear. Nurse have been told by random staff that they thought it was a coating on the catheter but just wanted to make sure. Stated that they started to see the color change after the foley catheters were trapped out at sea on those shipping containers and found mold on some of their catheters a couple months back, so staff were concerned that these foleys were contaminated still because they started to see them around the same time the product was on backorder. The patients were not impacted because did not use them on patients. And stated that the lot#nggn2747 was one of the foley catheters that were a different color. Customer wanted to make sure that the color change was normal and thrown a lot of these foleys away because of the unknown.